Manufacturer narrative:
Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID# 2134265-2017-04943. (B)(4) clinical study. It was reported that patient restenosis occurred. The patient was enrolled in the j-supreme clinical study on (B)(6) 2016 and was treated the same day. The 90% stenosed target lesion was located in the right middle superficial femoral artery (sfa) with a reference vessel diameter of 6 mm, length of 30 mm and classified as a tasc ii a lesion. The target lesion was treated with xc 2.4/3.4 mm jetstream catheter. Post treatment, percutaneous transluminal balloon angioplasty (pta) was performed, with 10% final residual stenosis. The following day the patient was discharged on aspirin. On (B)(6) 2017, 163 days post index procedure; the patient was treated for restenosis in the right sfa and was treated with medication. It was reported by the hospital that the patient was not recovered/not resolved.